Event description:
It was reported that 2 safety shields did not function (batch 8347987), there was 1 incident where the safety shield fell off (batch 8341806) with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: eclipse shield loose on some of the needles. 3 batches isolated. Lot 8347986, lot 8347987, lot 8341806. 2 sheaths did not click into the safety shield (relates to the 2nd lot number). With regards to the 3rd lot number the staff member states that the safety shield fell off.

Manufacturer narrative:
Investigation summary: bd only received samples from one lot number, 8347987 from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for a defective locking mechanism with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for defective locking mechanism with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8347987, medical device expiration date: 2023-11-30, device manufacture date: 2019-01-09. Medical device lot #: 8341806, medical device expiration date: 2023-11-30, device manufacture date: 2018-12-20. Medical device lot #: 8347986, medical device expiration date: 2023-11-30, device manufacture date: 2019-01-09." (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 safety shields did not function (batch 8347987), there was 1 incident where the safety shield fell off (batch 8341806) with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: eclipse shield loose on some of the needles. 3 batches isolated. Lot 8347986, lot 8347987, lot 8341806. 2 sheaths did not click into the safety shield (relates to the 2nd lot number). With regards to the 3rd lot number the staff member states that the safety shield fell off.